Event description:
It was reported when the patient presented in clinic with an eroded system. The entire system was explanted due to the erosion. The patient was in stable condition following the procedure and was fitted with a life vest for 3-4 weeks until another system can be explanted on the opposite side.

Manufacturer narrative:
Analysis was normal. No anomalies were found.